Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing related ref: 3005334138-2019-00372, 3008452825-2019-00329, 3005334138-2019-00371. During the pulmonary vein isolation (pvi) ablation procedure, the patient experienced a pericardial effusion. An ice catheter was used to view the ventricles and pericardium throughout the procedure and the user noted a small effusion developing during the left vein wide atrial circumferential ablation. The effusion was in the left atrium and the patient experienced reduced blood pressure and cardiac tamponade. The procedure was stopped and protamine was administered and a pericardiocentesis was performed with the placement of a pericardial drain. There were no performance issues with an abbott device.